Manufacturer narrative:
Device received with no button response at express bolus, esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had up and down buttons will get stuck sometimes. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.